Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: heavy usage of spreader/camlock assembly wears the slots in legs as well as holes in base plates creating slop in base/observed no defects with pump. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Provider states that the pump is not holding its hydraulic, it lowers when weight is in the lift. Provider states that the base legs are not spreading apart and they noticed the back panel on the base is bulging outward.